Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a travel course error. Reporter stated the pump also showed check clutch/plunger level. There was no patient involvement.

Manufacturer narrative:
Updated d3 - mfg establishment name one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a worn check clutch. The left and right clutch, potentiometer position sensor and motor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.